Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2016, the patient experienced urticaria ("hives"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced nausea ("nausea") and rash ("rash"). The patient was treated with surgery (hysteroscopy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, pelvic pain and rash had resolved and the nausea, urticaria and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, nausea, pelvic pain, rash, urticaria, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain dysmennorhea (cramping). Essure insertion date provided in pfs : (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs and mr received : events- "abnormal bleeding (vaginal), hives, uterine fibroids, pelvic pain, rash", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). The patient was treated with surgery (hysteroscopy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the nausea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and nausea to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events added-dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), nausea, essure confirmation test(s) not conducted. Reporter (consumer) information updated, patient date of birth, age group added, essure indication updated, product start/stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.